Event description:
It was reported to medtronic minimed that the customer experienced app data gaps after upload. The customer reported no adverse event. The event involved product(s) mmt-8401. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the software or not. No product return is required for mmt-8401.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event was not performed as the app was functioning as intended during this period. This issue is not confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4). The user was using a graylisted device which may have caused some errors in data uploads. After switching to a whitelisted device, the issue seems to have resolved. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: please check the users device type and ensure proper compatibility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.